Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that puncture closure of an unspecified vessel was attempted using a proglide device after an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, a cuff miss occurred. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician name was provided; however, it is not known if the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported on the initial medwatch report that the device would be returned for analysis; however, this was inadvertently selected as it was reported that the device would not be returned for analysis. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.